Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: left breast implant saline mentor smooth round moderate profile 250cc, serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with mentor smooth round moderate profile 250cc saline breast implants which the right side deflated after implantation. Patient noticed that the volume of the implant went down. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. The product evaluation team discovered a rent measuring approximately 1.1 cm within a crease on the anterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On 4/5/2018, mentor received information that on (B)(6) 2018 patient elected to undergo bilateral removal and replacement even though there was no issue with the left implant: left : catalog number 3501610, serial number (B)(4). Right: catalog number 3501610, serial number (B)(4). The new report also indicated that the date of explant is (B)(6) 2018. Concomitant product: left mentor smooth round moderate profile, 250cc saline implant, catalog number 3501635, lot number 6423415, serial number (B)(4). Manufacturer¿s reference number: (B)(4).